Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro-fine¿ ultra¿ pen needle broke. The following was reported, "our customer informed us that his pen needles (named above) would eather bent or break off."

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that a bd micro-fine¿ ultra¿ pen needle broke. The following was reported, "our customer informed us that his pen needles (named above) would ether bent or break off."